Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the therapy was working for the patient and now it is very difficult and the patient is needing to be medicated for seizures from dystonia. No further complications were reported or anticipated with this event.